Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag had been loosely connected and disconnected from the line. This is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. The patient stated that there was a loose connection and the supply bag had become disconnected. The technical service representative (tsr) assisted the patient in ending therapy and advised to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.